Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70 serial#: (B)(4) description: linear 3-4 lead, 70cm model#: sc-4316 lot#: 21622820 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a significant amount of pain at the battery site. It was noted that the scs system was making her sick and her body was rejecting it, however the physician believed that the patient may have some psychological issues. The patient underwent an explant procedure.